Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following additional information was provided: "an elderly female patient with an underlying history of pulmonary hypertension underwent an ion procedure with cryo biopsy of a lul lesion. She experienced significant hemorrhage (about 80 ml), that required cold saline instillation for control. She was kept intubated after the procedure and was admitted to ICU. She was successfully extubated in the ICU. Biopsy confirmed malignancy. There was no allegation that a malfunction of the ion system, instrument, or accessory occurred. There was no evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient suffered severe hemorrhaging that necessitated hospitalization. Through bronchoscopy, the medical team confirmed a significant pulmonary hemorrhage. The ion system functioned without complications. A lesion was identified in the left upper lobe, and the physician determined that the bleeding resulted from the cryobiopsy procedure, combined with the patient's pulmonary hypertension and aspirin (asa) intake one day prior to the procedure despite instructions to discontinue it. Cold saline was used to control the hemorrhage and mechanical ventilation became necessary. The estimated blood loss totaled 80 ml with no transfusion needed. Post-procedure blood work appeared normal, though hemoglobin levels decreased. The patient is currently in the intensive care unit (ICU) and has been successfully extubated. Malignancy was confirmed in the diagnosis. Due to the extensive nature of the bleeding, the patient required ICU admission. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.